Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: japan. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery the surgeon tried to insert the anchor of this complaint product into the patient's burr hole; it was hard to insert and as a result, the tip of inserter was fractured and the fractured piece of inserter has remained in the patient's bone. There was no reported harm or injury to patient. An approximate 15 minutes delay was reported because the anchor was hard to insert into the patient's burr hole. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, e1, e2, e3, g1, g3, g6, h2, h6, h11. Visual examination of the returned product identified the prong of the inserter and the inserter/handle connection are fractured secondary to fit issues with the patient's burr hole. Due to the damage, measurements of the inserter were unable to be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event for device fracture has been confirmed through product return. However, mating issues with the patient's pilot hole are unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.